Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit was not functioning, defective and the electronic control unit had an electronic failure and is not working. It was also noted that the device failed pre-test for functional test, trigger and electronic control unit function, function test, forward and reverse, power at the motor with test bench, minimum 190 to 250 watt and mode switch-test. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery reamer device hand piece knob off/forward/reverse was not working properly. This event did not occur during surgery. There was no patient involvement. The exact date of this event is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.